Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after the articulating arm was fixed by rotating the handle, it seemed that the product moved a little. The site requested an inspection. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was received for analysis where the reported claims were confirmed. The end of the arm did not lock down when the handle was tightened, resulting in the joint being movable. The device would not tighten sufficiently. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction information: previously submitted MDR 1723170-2018-03830 was completed with an incorrect aware date. The product analysis was completed and uploaded on 31-jan-2019. The aware date has been updated to reflect this. If information is provided in the future, a supplemental report will be issued.